Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: email.

Event description:
Customer reporting 1 patients testing positive for sars. Customer states the patient is symptomatic and no confirmation testing has been performed but feels the result is not correct (false positive).